Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Drive support disk was inspected and no anomaly was noted. The device was programmed with multiple basal rates and monitored. The basals were delivered and recorded properly in basal review screen. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The device passed the delivery accuracy test. The insulin pump was received with cracked case at display window corner, minor scratched lcd window, stripped battery cap at coin slot area, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump failed and the customer was hospitalized on (B)(6) 2017 as a result of high blood glucose and diabetic ketoacidosis. The customer's blood glucose levels were running high. They were treating the high blood glucose with syringes. The customer's blood glucose level at the time of admission was 800 mg/dl. The customer was treated with intravenous fluids and sent home. The customer was wearing the insulin pump at the time of the hospitalization. They also reported that they were receiving multiple no delivery alarms from their insulin pump. Troubleshooting was performed and insulin was able to exit during the first 5.0 unit fixed prime test. However, an additional 5.0 unit fixed prime test was performed and they received a no delivery. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.